Event description:
A malfunction with code malf 16, specifically error code 0x20e6, was reported by a distributor in ireland on july 25, 2019. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a pump replacement, instructing the customer to place the malfunctioning pump into storage mode before returning it with a pre-paid label within ten days. The customer agreed to use a backup insulin pump to maintain insulin delivery in the meantime.